Event description:
In (B)(6) of 2009 I had essure put in but while later I was hurting real bad in my uterus, still am to this day. I was in the hospital twice, have horrible back pain and have lost some of my hair and it has gone thin with terrible migraines that I am on 2 different meds.